Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was there any change in the patient¿s post operative care due to the prolonged procedure? - could you please provide the lot number? -could you tell me if there was a prescription for steroids or antibiotics for the patient¿s recovery? If yes, please provide medication name, route and dose. - please provide the source or name of person providing answers to follow-up questions: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional h11: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 20, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences - yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? 20 minutes of extra surgery time/ dissection was needed, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip: (B)(4). Device property of: none, device in possession of: none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During patient procedure, chromic gut suture 3-0 sh was being used. Needle broke off of the suture in the patient. Doctor and assist were unable to see or feel the suture in the muscle, requiring further dissection to find the needle. Approximately 20 minutes extra time was required to locate the suture. No adverse patient consequences were reported. Additional information was requested.